Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that during shoulder arthroplasty, while the surgeon was tightening the inferior screw into the baseplate, the patient's glenoid neck fractured. The surgeon corrected the malfunction intraoperatively by fixing the bone with two cannulated screws, a washer, and bone graft. It is unknown whether the surgeon plans to revise the patient in the future. Attempts have been made and additional information on the reported event is unavailable at this time.